Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) had a broken knob although one knob was missing. It was noted that the upper case and lower case were broken and the keypad was scratched. Replaced encoder assembly as a preventative. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. There was no patient involvement.